Manufacturer narrative:
The local area sales representative was contacted for additional information. The available information suggests this device remains implanted. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to tachy mode being set to other than monitor plus therapy. No adverse patient effects were reported.